Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: product has not been returned; therefore, no analysis could be performed. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt suddenly lost stimulation and every contact exhibited a lead impedance of 12,500 ohms. X-rays were taken and showed that the lead is connected properly to the ipg header. No obvious breaks were observed.